Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, resistance was felt during proglide device removal from the patient anatomy. Fatty subcutaneous tissue was stuck in the area of the anterior foot. The physician cut the fatty tissue and released the device. The suture was cut during cutting of the fatty tissue to remove the device. An angiogram was performed that showed no damage to the artery. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot detachment was confirmed. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device.the investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. A foot separation was noted by the physician. While an angiogram of the groin was performed and no foot piece or damage to the artery was noted, the location of the foot could not be confirmed. No additional information was provided.